Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative stating that the patient was reprogrammed by her nurse from unipolar settings to bipolar settings on (B)(6) 2017. This, most likely, was the cause of the sudden onset of symptoms, but patient was controlled when she left the office. The patient was again seen on (B)(6) 2017 and their amplitude was changed from voltage to constant current and the patient was reported to be currently doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient saw their rep on (B)(6) 2017 for programming and whatever they did for programming made her symptoms worse. Patient states she works as a bartender and is shaking, can't pour a drink, and can't work. Patient said she left a message at her doctor's office. It was considered a sudden change in therapy/symptoms. No further complications were reported or anticipated.